Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. The investigation is ongoing and insulet is attempting to recover additional details, including product name, lot number and serial number. If additional information is received, insulet will submit a supplemental report and conduct all possible investigation.

Event description:
On 14april2025 a healthcare professional has contacted insulet via email to report that a patient has died in a motorcycle accident on (B)(6) 2025. The patient (male) was using dash at the time of passing. The investigation is ongoing and insulet is attempting to recover additional details. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Following the report of a fatal motorcycle accident involving the patient on (B)(6) 2025, between approximately 13:38 and 13:51, an investigation was conducted at the patient¿s residence at the request of the family. The patient's personal diabetes manager (pdm), serial number (B)(6), lcd screen was found cracked. The cause and timing of the damage could not be determined. Despite the damage, the touchscreen remained fully functional. Analysis of android log files from (B)(6) 2025 indicated the system did not encounter any issues during insulin delivery. All boluses were successfully delivered in full, and all basal insulin was delivered as programmed. The pdm history shows that the user performed five blood glucose measurements on (B)(6) 2025, with an average reading of 12.9 mmol/l (242.4 mg/dl), which aligns with the android log data. The pod used on (B)(6) 2025 (lot: pd1k06072441, serial: (B)(6)) was visually inspected. The adhesive pad had been removed, the piezo kill switch was engaged, and the reservoir was nearly full. No external damage was observed. A full investigation was not possible due to field conditions. Based on the investigation of the patient's personal diabetes manager, android log files from (B)(6) 2025, and the pod used on (B)(6) 2025 there is no indication that the devices caused or contributed to the reported incident.